Manufacturer narrative:
Batch review performed on 11 may 2021: lot 2005227: (B)(4) items manufactured and released on 23-jul-2020. Expiration date: 2025-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 2 months after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.